Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient received a pneumothorax following a superdimension enb procedure with an onset date of (B)(6) 2017 and a resolution date of (B)(6) 2017. A chest tube was required and the patient was hospitalized 6 days.